Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-sep-20. The patient's weight was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, lot# n285194010, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen dose and concentration, not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the physician notified the company representative that the patient presented with baclofen withdrawal symptoms. The patient had a new pump implanted in (B)(6) 2017. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the physician brought the patient in for surgery to repair or replace the catheter. The actions and interventions taken to resolve the issue was the full catheter was replaced. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 8709sc lot# n285194010 explanted: (B)(6)2017 device code (B)(4) are no longer applicable for this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-oct-2017 from a healthcare professional who reported that the pump was delivering lioresal at 75 mcg/day. The patient¿s medical history included diplegic cerebral palsy, spasticity (significant in lowers and moderate spasticity in uppers), soft tissue lengthening (2008), urinary retention, urinary tract infection, diplegia, and unspecified therapeutic procedures. Concomitant medications were diazepam and keppra. On an unspecified date, the patient developed vomiting/emesis, spasms (increased spasms in feet), shortness of breath, and clonus. On (B)(6)2017, the presented to the emergency room (ER) for vomiting and diarrhea. At the ER, he was administered intravenous zofran (ondansetron) and unspecified fluids. On (B)(6)2017, the patient was admitted to the hospital for 2 nights for fluids. He was started on pediasure by the primary care physician on (B)(6)2017. On (B)(6)2017, the patient experienced increased spasms, clonus and emesis. On (B)(6)2017, he was admitted to the hospital with admitting diagnoses of withdrawal, baclofen pump failure, intractable vomiting and dehydration. A computerized tomography (CT) scan was done that showed a catheter kink. The following day, on (B)(6)2017, he was started on oral baclofen 5 mg at 3x/daily. On (B)(6)2017, the patient was discharged from the hospital. As of (B)(6)2017, the symptoms had improved. No additional information was provided. No further complications were reported/anticipated.